Manufacturer narrative:
This device has not been returned to date. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a device follow up the device was found to be in safety mode. The device was explanted, but has not been returned to date. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was returned with no telemetry, therefore no memory data analysis could be performed. Visual inspection showed no irregularities. The device case was opened. Inspection of internal components noted damage to two capacitors which were damaged from the case-opening process, resulting in a high current drain. No further analysis could be performed.

Event description:
It was reported that during a device follow up the device was found to be in safety mode. The device was explanted and was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was returned with no telemetry. Visual inspection showed no irregulates. The device had no telemetry thus no memory data was performed. Analysis determined that two capacitors were damaged, resulting in an increase in current drain.

Event description:
It was reported that during a device follow up the device was found to be in safety mode. The device was explanted and was returned. No additional adverse patient effects were reported.